Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During the inspection, the technician found a seized motor and running roughly. The noted observations were due to normal wear. A blocked motor was the only fault found. Device repaired and sent to customer on (B)(4) 2013. Placeholder.

Event description:
It was reported the device became hot during usage. This is 1 of 1 report for #(B)(4).